Event description:
The hcp reported the pump was explanted and replaced after an implant duration of 18 months due to "non-functioning". It was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.